Manufacturer narrative:
The event unit will not be returning to applied medical for evaluation. A follow-up report will be submitted upon completion of the investigation.

Event description:
Procedure performed: hemmoroids. Event description: thermofusion and cut of hemorroids. After 4 days the patient had some bleedings where the hemorroids were removed with the eb230. Is it an area which bleed a lot in post surgery. No other instruments were used, only thread and needle. Additional information received by phone from applied medical representative on (B)(6) 2022: as discussed there was no illness or injury to the patient, but there was an extension of the patient recovery. The surgeon did not do any additional medical intervention, he did increase the medication treatment of the patient. Hemorrhoid is an area which bleeds a lot in post-surgery. The surgeon does not question the device which functioned correctly at the time of the surgical operation. Type of intervention: the surgeon did not do any additional surgery, he did increase the medication treatment of the patient. Patient status: no additional patient harm.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the post-operative bleeding was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of harm resulting from this event have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: hemmoroids. Event description: thermofusion and cut of hemorroids. After 4 days the patient had some bleedings where the hemorroids were removed with the eb230. Is it an area which bleed a lot in post surgery. No other instruments were used, only thread and needle. Additional information received by phone from applied medical representative on (B)(6) 2022: as discussed there was no illness or injury to the patient, but there was an extension of the patient recovery. The surgeon did not do any additional medical intervention, he did increase the medication treatment of the patient. Hemorrhoid is an area which bleeds a lot in post-surgery. The surgeon does not question the device which functioned correctly at the time of the surgical operation. Type of intervention: the surgeon did not do any additional surgery, he did increase the medication treatment of the patient patient status: no additional patient harm.